Manufacturer narrative:
Approximate age of device - 5 months. The pump was not explanted and was therefore not available for evaluation. A correlation between the device and the reported brain hemorrhage could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6)2015. It was reported that the patient was expired on device on (B)(6) 2015. The patient had a hemorrhagic cerebrovascular accident. Presented disoriented, right-side hemiplegic and aphasia. Care withdrawn by family, inr was 4.3. No further description of the event communicated.